Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular (rv) lead exhibited noise oversensing resulting in pacing inhibition. Upon interrogation prior to the revision of the rv lead, the right atrial (ra) lead was dislodged as confirmed via fluoroscopy. The ra lead also exhibited far r oversensing. The leads were explanted and replaced. The patient was stable.